Manufacturer narrative:
No add'l info is available at this time. If add'l info becomes available, the event will be updated.

Event description:
Boston scientific crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) had passed due to heart failure symptoms and a staph infection. The pt's spouse reported that it was not certain if the device was involved, but the pocket area was red and swollen.